Manufacturer narrative:
Initial reporter updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the spine clamp stripped. There was no patient present at the time of the issue.